Manufacturer narrative:
Batch review performed on 3 october 2019. Lot 165434: (B)(4) items manufactured and released on 2-nov-2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event.

Event description:
The patient came in, 2 years and 6 months after primary surgery, complaining of instability due to loose ligaments. The surgeon performed a poly-swap and the surgery was completed successfully.